Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd alaris¿ smartsite¿ texium¿ secondary set the tubing separated from the chamber. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer that "the secondary tubing broke and came apart at the same spot at the chamber."

Event description:
No additional information

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of drip chamber issues could not be verified due to the product not being returned for failure investigation. Device history record review for model 10013364t lot number 22119295 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.